Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The customer (smith & nephew) concluded that fracture occurred due to a static or fatigue failure mechanism. No further investigation required. (B)(4).

Event description:
The gear mechanism of the offset cup impactor snapped or sheared off while impacting the trial cup. The straight introducer was used to get the implant impacted. No adverse events reported as a result of the malfunction.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. The manufacturer registration number for the manufacturing site was (B)(4). Updated manufacturing site to greatbatch (B)(4).. Updated manufacturing site to greatbatch (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.